Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was observed that the electrical values were inadequate and prompted repositioning. Upon repositioning, the helix was noted to become stretched. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.

Event description:
New information received notes that the leadless pacemaker (lp) exhibited high capture threshold, low current of injury, and p-wave amplitude variation which prompted its repositioning.